Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During power up, the device gave an error alarms. The issue was determined to have been caused by an electrical issue with the internal real time clock lithium batteries. The cause of the issue could not be definitely established.

Event description:
It was reported that the device was giving error code alarms with messages "error 20201" and "error 10040". No known impact or consequence to patient.